Manufacturer narrative:
3003721894-2016-00294 is associated with argus case (B)(4), ultra corega crema sin sabor. Ultra corega crema sin sabor is marketed as super poligrip cream in the us.

Event description:
Use of device when surgical intervention is performed [device use issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of device use issue in a male patient who received gsk denture adhesive (formulation unknown) (ultra corega crema sin sabor) for denture wearer. On an unknown date, the patient started ultra corega crema sin sabor. On an unknown date, an unknown time after starting ultra corega crema sin sabor, the patient experienced device use issue (serious criteria clinically significant/intervention required). On an unknown date, the outcome of the device use issue was not reported. It was unknown if the reporter considered the device use issue to be related to ultra corega crema sin sabor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: it was reported that the patient had an "intervention in the heart" and was using corega during the surgical intervention.